Event description:
The sales rep from stryker, mr guibert, who was present during the surgery reported the following event: during the tightening of the locking screw of the vlift cage, a small piece from the screwhead broke (near the print of the screw head). No consequence for the patient was reported. The surgeon is wondering how to proceed in case of revision.

Manufacturer narrative:
The device remains implanted and the fragment of the screw has been discarded by the user. Additional information has been requested and if made available will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.